Event description:
As reported by the user facility: ref #871305ou, serial # (B)(4), reported (B)(6) 2013, occurred last week. Reports under infusion, drug used is unk, but was a chemotherapy agent, infused one to 2 hours slower than expected. Exact set up of set unk, but set # was 490036. No unexpected alarm on pump.